Event description:
Wire guide unraveled within the patient during the attempt to removed the wire and inner dilator. This caused a great deal of difficulty in removing these two components. The user facility is concerned about the potential of wire fragments remaining in the patient.

Manufacturer narrative:
(B)(4). A visual examination of the returned product found the wire has unraveled starting approximately 8-10cm from the distal end. However, there is no evidence to indicate a separation of wire guide components. From the appearance of the device it is suspected that the wire guide was caught and elongated. We are unable to determine with certainly the root cause for the reported difficulty; however, as the difficulty was experienced during the attempted removal, it is possible that contact was made with the wire guide when making the small incision. Another possibility is that the wire guide and the chest tube inserter were not removed together. We can advise that an instructions for use is provided with this device. In addition, we can advise this device is inspected 100% for bends, kinks, adequate joint strength, verifying curve configuration and other surface imperfections prior to transport. We will continue to monitor for similar complaints.